Event description:
Related manufacturer reference number: 2017865-2022-11088. It was reported a patient's implantable cardioverter-defibrillator (ICD) presented with low amplitude r-waves occasionally being under sensed, which led to functional loss of capture. Upon further evaluation, the right ventricular (rv) lead was found to be dislodged with failure to capture noted. The rv lead was explanted and replaced in a procedure on (B)(6) 2022. No changes were reported on the ICD. There were no patient consequences.

Manufacturer narrative:
Additional information - b6 - x-ray performed.